Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that olympus local service engineer replaced the examination lamp of the device to another examination lamp and the device worked properly. Omsc surmised that the reported phenomenon was occurred due to there was a failure of the examination lamp by some cause.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the examination lamp of the device went off. Other detailed information was not provided. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.